Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call, when a set change is done the insulin pump alarms no delivery and it has occurred ten times. Customer's blood glucose was 7.7 mmol/l. Troubleshooting was performed and it was determined the device was working as designed. Customer was advised to call back if issues reoccur.